Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 400 mg/dl. The customer had moderate ketones. He did not have high blood glucose level symptoms. His blood glucose level continued to rise after he treated using the insulin pump and changed his site. The customer's wife then called 911. The customer had a diabetic ketoacidosis. He was in intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. The first infusion set had air bubbles. The customer received a no delivery alarm while troubleshooting. He also has parkinson's disease. The device was not returned.